Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 28aug2018. (B)(4). The customer reported that the ventilator failed when machine and proximal pressure sensors failed. The unit displayed an error when turned on. The customer reported that the unit was not in use at the time the event occurred. The biomedical engineer found that data acquisition to motor controller (da/mc) cable is loose. The biomedical engineer contacted the field service engineer (fse) for service assistance. The fse advised the customer to reseated the (da/mc) cable. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator failed when machine and proximal pressure sensors failed. The unit displayed an error when turned on. The customer reported that the unit was not in use at the time the event occurred. The event date was not specified; estimate used.